Event description:
It was reported that the device exhibited a system failure error. The event occurred after running for a while.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D9: 12-aug-2025. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The pump's failure was due to a backup audible alarm error. The main printed circuit board was replaced to resolve the issue.